Event description:
Event description cpi received information that the patient presented after feeling the implantable cardioverter defibrillator (ICD) deliver a shock. Interrogation of the ICD noted a 'possible device malfunction' message and a loss of magnet tones. The nurse reported hearing a 'clicking' sound coming from the ICD. The ICD was reported to be in a monitor only status and had reverted to nominal settings. The nurse was able to change the tachy mode, but was unable to change any other settings or get any measurements.